Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer employee regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was requiring a brain MRI. Their device was defunct now and would not be able to communicate with a patient programmer. The radiology clinic wanted the patient to bring in programmer so that they can turn off the stimulator. The patient, apparently, had not been using or recharging the device for years. A depleted neurostimulator was considered off per instructions. Patient wanted something in writing to the effect that it is safe to do a 1.5t MRI on the patient's brain with a device that was no longer functional. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer employee reporting that it was not sure why the patient stopped using and recharging their device. No steps have been taken, nor will be taken to resolve the now defunct neurostimulator. The radiology clinic are simply waiting for information specific to this situation before going ahead with a head-only MRI with a 1.5 t scanner using the transmit-receive coil. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that patient did not find the system was helping their pain and they stopped using it after their wife died. There was no plan to try and get the device system restarted due to patient's deteriorating health. No further complications were reported as a result of this event.